Manufacturer narrative:
B3 event date is approximate. Month and year of event are confirmed to be valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported their implant battery was draining very quickly since about a week ago. Patient stated used to charge the implant on monday and not have to charge again until thursday, but now they are having to charge every other day. Patient noted the implant drained in 2 days from 90% to red and stated their implant battery was yellow today. Patient commented that if they wear watches the battery goes dead and if they keep a key fob in their pocket, it will kill the battery in the key fob, so they did not know if that was contributing to the implant battery depletion rate. Patient stated they have not made any adjustments to their programming for probably at least 3-4 months. Patient added group a doesn't work for them so they always keep it on group b. Patient stated they were in so much pain yesterday. Patient noted they get a really bad tingling feeling in their leg and have had this since even before the time of implant and when they get that feeling it usually means they need to charge the implant or the settings need to be changed. Agent reviewed implant battery depletion rates are based on therapy settings and usage and redirected to manufacturer representative (rep) and hcp to further address.